Event description:
In a vats lobectomy procedure, when an ir45v reload was fired on the pulmonary artery the staple line was seen to be incomplete. The staple line was subsequently stitched manually .

Manufacturer narrative:
Patient's age and weight are not known. "999" and "000" are merely placeholders. Visual observation of the ir45v cartridge showed that during the firing sequence the knife had not maintained its line of travel within its slot. The cause for this is not known, but this type of event will be monitored. (B) (4)